Manufacturer narrative:
The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The device is taken apart for further evaluation. O-rings around the valve were confirmed to be misaligned/pinched. The root cause is deemed to be manufacturing related. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no loss of visual acuity and lens has been placed correctly despite the incident.

Manufacturer narrative:
Corrected data provided in h.10. A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during the intraocular lens (iol) implantation, the injector did not stop while in the pause position. The injector was removed from the patient¿s eye. Additional information was received indicating that the iol was placed. There were no postoperative clinical consequences reported.